Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. D4: batch#: unknown. Additional information was requested, and the following was obtained: for ip-02703934 (gst45g, lot: 292c28): was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled? Compression. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. For ip-02703933 (gst45w, lot: 442c00): did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Tried to open the jaw. If yes, did the jaws eventually open? Yes. For ip-02703935 (psee45a, lot: a97w82): please explain in detail what was the issue with the device. Same issue with gst45w. Per a-15090240, the product code for each ip does not match the lot number. Therefore, please confirm the malfunctions for each device: ip-02703933: gst45g, lot: 442c00: ip-02703934: gst45w: lot: 292c28 ip-02703935: psee45a: lot: a97w82. Malformed staples. Ip-02703934. Partial fire & would not reverse knife. Ip-02703933. 1) please confirm the malfunction for ip-02703935: psee45a: lot a97w82? The two reloads were both used with ip-02703935: psee45a. 2) which device had oozing? Ip-02703934 gst45w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number: a97w82, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that a few staples were formed with irregular shapes and anastomotic site was oozing. They stopped oozing with compression hemostasis. Furthermore, it was observed that the device could not fire farther after fired a little and the knife moved to the distal end but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. D4: batch #549d05. Corrected data: d4 (expiration date, UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload(b) and a gst45g reload(c) present. Both reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. In addition, the jaw could be opened without difficulties, the reverse button is functional, the knife could be reversed automatically after fire. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 549d05, and no non-conformances were identified.